Event description:
A report was received that the scs system was causing more nausea to the patient. The patient underwent an explant procedure. Device malfunction was not suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.